Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Therefore, based upon the cannula firing automatically, the investigation is confirmed for cannula self-activation. The bent left bumper is most likely root cause of the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.